Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (b30 error) likely occurred due to dust and/or water droplets were adhered to the electrical contacts of the scope, or a board of the processor malfunctioned. The instruction manual identifies the following verbiage, which may prevent the phenomenon: "properly and securely connect all cables. If the cable has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result". Olympus will continue to monitor field performance of this device.

Event description:
A user facility reported to olympus that a "b30" scope communication error and error "e216" occurred. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus. This report is submitted for the malfunction b30, scope communication error.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem of communication errors could not be confirmed. The unit passed all functional tests. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.